Manufacturer narrative:
Section a4 and a5, a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on this lens broke, and it was removed from the eye during surgery and replaced with the same model and diopter lens during the same procedure. It was noticed after implantation, during positioning. No injury or intervention was required. The patient is doing well. No further information is available.